Event description:
According to the field clinical specialist (fcs), during a transcatheter pulmonic valve replacement (tpvr) procedure using a 26mm s3 ultra valve inside a pre-existing surgical valve, the balloon on the commander system ruptured. The patient remained stable, and the commander system was successfully removed. The access site was subsequently closed, and the patient left the catheterization lab in stable condition. The device was discarded at the hospital. Follow-up with the fcs indicated that there were some difficulties during withdrawal at the insertion site. The perceived root cause was attributed to calcium and the angulation of the pulmonic valve.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. H8 was marked in error. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed; no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Transcatheter pulmonic valve replacement using a 26mm s3 ultra valve/commander system inside a pre-existing surgical valve is not an indicated use and is considered an off-label procedure. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event was unable to be confirmed as no related product or imagery was provided for evaluation. Available information suggests patient factors (calcification) likely contributed to the event, as the landing zone was reported to be calcified. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.